Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer was vomitting and urinating frequently. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Did not run high pressure test because the alarm history showed "no delivery" alarms the day before customer was hospitalized.